Event description:
It was reported that the pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after completing the reset, the customer successfully loaded a new cartridge and resumed insulin delivery. No further action was required.